Manufacturer narrative:
The investigation into purge leak has been completed. Impella cp was returned for evaluation. Upon visual inspection, blood was present at seams of red handle. When opened, blood was present in the red handle. A hole at the 85cm mark was also present. Data logs were reviewed and a downtrend in motor current at end of lt log with a simultaneous decrease in pump flows while running at p-6. Clinical details noted purge fluid was leaking from red handle during support. As it was likely blood leaking from the red handle in the field, the failure mode of "purge leak - pump" was changed to "product damage (hole in catheter)". The root cause of the product damage (hole in catheter) was use related. The following have been reported incorrectly on manufacturer device report 1220648-2024-21565. E4 should have been left blank. G1 reporting contact email.

Event description:
A complainant reported the patient was on impella cp support. While on support, purge fluid was noted leaking from the red impella plug. Pericardial effusion was noted during high-risk percutaneous coronary intervention (hrpci) and was deemed not to be impella-related. Patient expired within three hours of admission to unit.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿